Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported that their screen was not updating their bolus lockout. The patient stated the screen was unresponsive when they attempted to access the menu within the app to resync. The patient closed the myptm app and attempted to relaunch the app and encountered ¿no handset is paired with this pump¿. While pairing the patient stated the screen stalled on the retrieving pump settings 90%. The agent assisted the patient with clearing data and attempting to resync again. The patient was able to sync to the pump and access their updated lockout time. The issue was resolved through troubleshooting.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.